Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
The customer reports doing a gsv ablation with the closurefast catheter (covidien/vnus medical product). The physician gained access to the vein below the knee, but had difficulty passing the catheter up the vein. They tried using an .025 guidewire but could not get that to go up the vein. They treated a segment up to the tortuosity and then re-accessed above that point and treated the rest of the vein. After successful completion of the procedure, the patient returned for follow up ultrasound, where it was found that approximately 10cm piece of guidewire was still in the vein. The wire segment was observed where the lower access was made. Patient had no symptoms or complaints. Patient sent to local hospital for removal of wire. Request for removed sample has been made by distributor to hospital.